Event description:
It was reported through the lvis pas clinical study that during the procedure, the physician noted complication of intraoperative aneurysm rupture. The rupture was controlled with dense packing. Per (B)(6) 2016 progress note: "patient has some degree of coronary artery disease (cad). Echocardiogram overall had normal left ventricular systolic function." On (B)(6) 2016 discharge summary: "patient is neurologically intact, and will be discharge to home." Subject informed site by telephone call encounter on (B)(6) 2017 had CT imaging, which showed no subarachnoid hemorrhage (sah); mra noted no significant aneurysm filling. Subject exited study on (B)(6) 2025, as there was no scheduled follow up. The adverse event has been adjudicated by a clinical evaluation committee (cec) as related to the study device and to the procedure.

Manufacturer narrative:
The device was implanted in the patient and remains implanted. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
Additional information was received as provided in section b5 and h6 (health impact code).

Event description:
Additional information was received indicating development of a small right frontal subdural hygroma likely due to small defect in the arachnoid. Patient is asymptomatic and underwent subduro-peritoneal. Event resolved without sequelae and was adjudicated by cec as study device and study procedure related.